Manufacturer narrative:
(B)(4). Batch # t5eg5n. Investigation summary. The analysis results found that one pse45a device was returned with no visual non-conformance and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional information was requested and the following was received: can you please provide more event details? Did this occur when removing the reload from the jaws of the stapler? Or, did this occur while firing the stapler? If yes, please provide details: this occurred when removing the reload from the jaws of the stapler. If any fragments or pieces were generated during the event did any fall into the patient? If so, were all pieces retrieved from the patient? There were no pieces fall into the patient. Will all cartridge reload and associated pieces be returned for a hands-on analysis with the stapler? All cartridge reload could not be returned.

Event description:
It was reported that during a right upper lobectomy, after the fifth firing, the metal pan separated from the cartridge and stuck in the slot when removing the reload from the jaws of the stapler. As a result, the surgeon could not install new reload. Another gun used to complete the surgery. No pieces fell into the patient. There was no adverse consequence to the patient. No additional information could be provided.